Event description:
The surgeon reported that during a bladder wall biopsy, as he was attempting cauterization, he noticed that the 3 mm cutting loop of the electrode broke off inside the pt's bladder. As a precaution, the surgeon irrigated the bladder in an attempt to flush the piece from the bladder and then ordered an x-ray to determine if the piece was still there. Although the piece was never found, there were no pt injuries related to the event.